Event description:
Tubing was loaded into the fluent pump, all checks appeared green. Pressed button to start the priming and machine attempted to prime about 10 seconds, then gave error code stating downstream occlusion. Or staff and vendor tried to trouble shoot (checking clamps, restart pump etc.) Continued to get same error. Tubing removed and new tubing installed. Pump primed and procedure done without issue. This issue was discovered during room set-up, before patient was in the operating room.